Event description:
The customer observed negatively biased tsh results for a pt sample on the vitros eci analyzer. No biased results were reported. Biased results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.